Manufacturer narrative:
Based on the claim against the product by the customer noting the fenestrated bipolar forceps (fbf) instrument had a broken wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. The instrument was analyzed and found to have damaged conductor wire insulation. The conductor wire was found with an exposed internal wire. No thermal damage was observed. The complaint regarding the damaged conductor wire insulation was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue.

Event description:
It was reported that a fenestrated bipolar forceps (fbf) instrument had a broken wire. There was no report of patient injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information could be provided.